Event description:
It was reported that the patient's pump was near end of life/end of service, and it was replaced in (B)(6) 2012. The patient stated that "the old catheter was totally plugged", and that the "whole tube was plugged." He also stated that "he was not getting anything." The patient stated that his healthcare provider thought that "if the amount of drug coming out every time was the same, then the rest of it must have been going into the patient's spine." The patient stated that "it was not going into his spine because the tube was plugged." The patient stated that during the surgery, the surgeon "found out that it was completely plugged." The patient was noted to have experienced pains in 2011. The medication used within the system was morphine 50mg/ml at 11.296mg/day. No troubleshooting or imaging techniques were reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was stated that this pump had caused patient to be in pain for a long time since (B)(6) 2011, patient hadn¿t had pain relief despite hcp upping his dose . It was during replacement surgery that the surgeon observed that the 'tube was completely blocked'.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the surgery took place (B)(6) 2013. There was no spontaneous flow of cerebrospinal fluid (csf). This indicated that the catheter was "clogged." The medication used within the system was morphine 50 mg/ml at 11.296 mg/day and bupivacaine 15 mg/ml at 3.384 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had always felt sick with the pump.